Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump does not alarm. The diabetes educator tested the insulin pump and it failed to alarm. The alarm history was reviewed by the nurse and the insulin pump has not alarmed since (B)(6) 2012. Customer requesting a replacement. Customer will not troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.